Event description:
It was reported that while the patient was home, the patient had a syncopal episode and was subsequently taken to the hospital. It was noted on the electrocardiogram (ECG) the device was not pacing. The patient was placed on an external pacemaker. It was also noted there were high thresholds and connector issues on both leads causing no effective pacing. The patient was then taken to the operating room where the pocket was reopened. All lead measurements were normal and upon reconnection the device began pacing. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator 2011-(B)(6). (B)(4): lead remains in use.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.